Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that will not turn on. This condition was found in the central sterile department upon power up. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated. During review of the event history it was determined that failure code 808:02 occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq(B)(4). The device has not been previously sent into service for the reported condition of "cannot turn on." (B)(4).

Manufacturer narrative:
The condition of failure code 808:02 was confirmed through the event history and was found to be due to a defective pump head module. The pump head assembly was replaced to correct the condition. Should additional information become available a follow up medwatch will be submitted. (B)(4)